Event description:
A customer had a problem iwth a swan neck catheter. The customer reports "catheter was difficult to irrate, the catheter cracked inside the patient and the patient had to go to surgery to have the catheter removed.